Event description:
It was reported by the customer's biomed, that the device was displaying an energy fault message when trying to discharge. It was also indicated that when connecting the device to the analyzer, the device wasn't discharging any energy on the 200 joules test. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.